Event description:
It was reported that the surgeon was undoing the clamp to clamp onto the patients spine when the end of the clamp broke off. Surgeon then used the other clamp in the navigation set. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the surgeon was undoing the clamp to clamp onto the patients spine when the end of the clamp broke off. Surgeon then used the other clamp in the navigation set. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required. The procedure was completed successfully.